Event description:
Caller reported mobile system blood glucose results of 445 mg/dl and 176 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. We received following information from the customer: did the customer require treatment for hypoglycemia? -->no treatment. He only took sugar if so, what treatment was administered? -->n/a if so, was the customer capable of self-treatment? -->he took sugar on his own did the customer required third-party treatment? -->no if so, by whom was treatment administered?-->n/a